Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to breakage or fractured. No additional adverse patient effects were reported. Additional information received which indicated that it was unclear how this lead fractured as when the physician opened the pocket, there was no visible damage to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to breakage or fractured. No additional adverse patient effects were reported.